Event description:
Customer reported that bhcg (beta human chorionic gonadotropin) quality controls (qc) were run on the unicel dxc 600i synchron access clinical system, and failed. After customer recalibrated the system with the same lots of reagent and calibrator, the qc recovered within the specified ranges. The customer advocate (ca) reviewed the qc charts supplied by customer, dated from (B)(6) 2012. The ca found that the two levels of bhcg qc were performed on each day. All qc values were within +/- 2 standard deviation (sd) of customer's established means. However, on (B)(6) 2012, both levels of the bhcg qc shifted upward 1-2 sd. This brought the high level bhcg qc to the 2 sd mark. The same data showed that the curve was accepted as passing and had acceptable percentages of cvs (coefficient of variation). The s0 (elemental sulfur / initital absorption) standard's rlus (relative light unit) were 17,498 rlu. The ca then reviewed the customer supplied bhcg calibration curve from (B)(6) 2012 at 09:21 a.m. The curve was accepted as passing and had acceptable percentages of cvs. The s0 standard's rlus were 23,888 rlu. Customer supplied bhcg calibration curves from (B)(6) 2012, both of which had an average s0 rlu of 11,000 to 12,000 rlus. Per the request of the customer technical specialist (cts), customer recalibrated the bhcg assay with a new bhcg reagent pack. Customer obtained an s0 rlu of 11,500. Customer then performed the bhcg qc, and noted that both levels recovered within the laboratory's established ranges. Customer documentation indicated that the s0 calibrator rlus were approximately twice as high as the bec in-house release data on the day of the elevated bhcg qc. Please note that the beckman coulter, inc. In-house release data using the sample reagent and calibrator lot numbers indicates that the bhcg s0 standard should recover at approximately 12,000 rlus. Customer also supplied routine system checks performed on (B)(6) 2012, both of which passed within the instrument's specifications. A field service engineer (fse) was not dispatched for this event as customer is not questioning instrument performance at this time. Customer has not called back to report any further issues relating to this event. Customer stated that no erroneous patient results were reported out of the laboratory. Therefore, there was no death or injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
The root cause of the instrument issue could not be determined. However, review of the supplied data confirmed proper instrument function after the cts assisted customer with troubleshooting the issue. (B)(4).